Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reporter confirmed the settings on the device were not correct. Once corrected, the device was operational. Based on the legal manufacturer's investigation, it was concluded there was no abnormality in the subject device. When creating a new user for the provation system, the upd setting was left at the default. The problem was resolved by changing the upd setting. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
In a phone call with technical assistance customer support engineer, the customer was provided with a walk through on the settings in the cv-190 user settings to have the image from the user datagram protocol (upd) look the way it used to. The customer needed to know how to set the unit as it used to be visually for the upd. To date, no other issue was reported.

Event description:
It was reported that the user experienced issues with the scope guide image after switching to provation form md reports. According to the user, they are used to the background being black and the image showed green, the patient model was showing an empty table. There was no patient involvement on this report. No user injury reported.